Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received.

Event description:
It was reported that the customer answered "yes" to the survey question" since receiving the notification letter, are you aware of any system error code 255-xx-xxx that have occurred on the bd alaris¿ system?" There was no reported patient impact.